Event description:
The customer reported the machine pulled more fluid than it was programmed to remove. During a 45 minute period the machine indicated that it removed 657 ml of fluid from the pt when it was programmed to remove 440 ml/hr. The treatment was terminated and the pt's blood was returned to him. The pt was placed on another prisma machine of unk serial # and completed treatment four days later in 2006, without further incident.